Event description:
It was reported that the patient's implantable cardioverter defibrillator had depleted prematurely. Interrogation noted that the device had perform multiple inappropriate shocks and was in backup-mode. Inappropriate shock was performed due to oversensing of a dislodged left ventricular lead. The device was restored from backup mode. The patient was in stable condition.

Event description:
Additional information received noted that the left ventricular lead was repositioned.